Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector unlocked on the lcd board. The keypad traces were inspected and there were no anomalies on the device. The insulin pump was received with minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the buttons on the device are not responding but the time is still moving forward. Troubleshooting for keypad anomaly was performed and customer stated that the keys are responding intermittently. Customer advised there was an air bubble and when they shook the device it went away. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.